Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 425 cc mentor memorygel breast implant prostheses and experienced bilateral ptosis and left-sided rupture postoperatively. The patient had a teleconferencing consultation on (B)(6) 2020 and actual office visit on (B)(6) 2020. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 29-jun-2020, the suspected medical device was returned for evaluation. On 10-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).